Event description:
The reporter stated that during routine check of the device, the status indicator displayed the "do not use" indication. The user powered-on the device and observed a "defib comm. Error" message on the screen.